Manufacturer narrative:
Reference MFR complaint# of1998-4-28-225. No samples were returned & no lot info was provided. Co is unable to conduct an investigation without the above. The customer reported that they discarded the actual sample. They further reported, they have used several other tubes from the same box with no problem. The hospital feels this was a user error & that no product problem exists. Co is closing the file.

Event description:
Customer reports, the staff has had difficulty removing the stylet wire from the dobbhoff feeding tube. They stated the wire appeared to "get hung up in the tube openings toward the base". The pt had to be reintubated. No injury resulted.